Event description:
It was reported that the customer went to bed with a high blood glucose level of 455 mg/dl. The next morning, the customer woke up on the floor, passed out due to a low blood glucose level. The customer went into a diabetic coma. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.